Event description:
Customer admitted to hospital for high blood glucose. Troubleshooting could not be completed due to customer did not want to replace battery in pump. Customer states they have already tried new battery cap and battery is only lasting two to three days. Customer also states they have received no delivery four times after changing infusion set. Customer did not want to do anymore troubleshooting.